Event description:
During the refill, they had difficulty accessing the center port; the template was used; the appropriate needle was used; there was no dept issue; the pump did not move around in the pocket; and they felt the silicone rubber septum. The pump was filled with 20 cc of medication. Following the refill, the patient experienced overdose symptoms; numbness all over and itching. They accessed the pump again and they were only able to aspirate 15 cc from the reservoir. They planned to continue to monitor the patient. The device system was used to deliver baclofen and dilaudid. It was later reported that a catheter fracture was found via a dye study (date not reported); the catheter was severed at the spine segment. The pump was programmed to stop pump mode. The patient was being supplemented with oral medication. A revision was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.